Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead, implanted with another manufacturer's device, exhibited high, out-of-range shock impedances up to 202 ohms. Technical services (ts) discussed that this gradual rise in impedances was suggestive of a physiological change like calcification. It was also discussed that if acceptable measurements can be obtained in the distal coil to can, the shock vector can be reprogrammed. The lead remains in service at this time. No adverse patient effects were reported.